Event description:
It was reported that patient presented to the clinic for follow up. Upon device interrogation, a single high, out of range, hv lead impedance was observed. Updated lead impedance values in-clinic was all within range. Patient will continue to be monitored remotely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received indicated that another occurrence of high, out of range, high voltage lead impedance measurements were observed via remote transmission. Physician has elected to monitor the patient normally.